Event description:
It was reported that the zimmer air dermatome was making an odd sound. Additional clinical follow up with the customer indicated that the harvested graft was not good, so the physician stopped immediately and there was not much skin wasted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/30/1991 and was last repaired on (B)(4) 2013, for a non-related issue. Evaluation of the device observed no visible issues and it was determined that it did not produce any unusual sound. The master blade was flush and the device operated within motor speed specification. Prior to repair, the device was outside calibration specification at the zero thickness setting on the right side, and failed the side to side calibration setting. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.